Manufacturer narrative:
(B)(4).

Event description:
Pt reports signal loss.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(4)2018 a loss of connection had occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was determined to be no communication ¿ gap in logs.